Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. D4: batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9d95j, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic right lower lobectomy, the knife ran to the end, but did not return to the home position. Knife reverse switch was not used, and manual override lever was used to return the knife. There was no unusual feeling during the firing. The cartridge color is white. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. When the battery was inserted into the demo device, it could be fired properly. When the sales rep checked the device, the sled was moved forward.